Manufacturer narrative:
Concomitant medical products: 4024-58 lead, implanted: (B)(6) 1998.

Event description:
It was reported that during a routine changeout, it was noted that the device had alerted for low atrial impedance. The lead was disconnected from the device and tested via the analyzer. The physician decided to keep the lead in use as sensing was fine, and the patient was in chronic atrial fibrillation (af). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.